Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: synergy ous mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts in the midsection lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 27-aug-2021. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4.00mm x 28mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion had a bend of >45 and <90 degrees. After crossing the lesion with a non-boston scientific guide catheter and guidewire, pre-dilatation was performed with a 2x12 maverick balloon catheter. Subsequently, a 4.00 x 32 synergy ii drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with a 4.00 x 30 non-boston scientific stent. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.